Event description:
The device was being evaluated at the manufacturer's service center for recertification. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a pressure sensor calibration test step during testing. The device's power sensor board was replaced to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/damaged feet and damage to the front enclosure. Feet and the front enclosure were replaced to address the issues.